Event description:
It was reported that the patient presented via a remote transmission showing the device exhibiting post-paced t-wave over-sensing. Programming changes were discussed but not made at this time.